Event description:
It was reported that the right ventricular lead failed to capture and was sensing an atrial signal. Upon review, it was discovered the lead was dislodged. The lead was explanted and replaced. The patient was in stable condition.